Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that prior to stenting the pre-dilated 2nd diagonal, a large linear dissection became clearly visible in the 2nd diagonal after the use of the asahi prowater guide wire. The physician administered intracoronary ntg. After further review of the ivus, diffuse disease back to and involving the ostium of the diagonal was more obvious. The physician changed the strategy to bifurcation crush stenting technique. The deployed xience v stent covered the lesion completely. No add'l event or pt info is available. The device is manufactured by asahi intecc. C0. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.